Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. B is currently available. This document lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to the emergency room in an already worsened condition from a nursing hospital. Their overall vitals at the time were very low. The patient passed away. The cause of death was presumed to be due to their deteriorating condition due to incorrect treatment of left ventricular assist device (lvad) patients in nursing hospitals; the pump implant surgery was successful, and patient had been in good condition after the procedure. There were no problems with the operation of the pump, and it worked normally.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient suddenly developed arrest of unknown cause and passed away. It was noted that the outcome was not believed to be related to the device-related right heart failure covered under MFR 2916596-2024-01325.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. B is currently available. This document lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.